Manufacturer narrative:
The contract manufacturer was able to confirm the reported event. The root cause was determined to be due to an intermittent inverter cable. Based on the risk documentation, a short circuit in the inverter cable can cause the backlight of the lcd (display) to not work. The contract manufacturer replaced the inverter cable and the device functioned as intended.

Event description:
It was reported that the radiofrequency generator would not turn on during the beginning of a case while the patient was under local anesthesia. The procedure was stopped and rescheduled for later that day. There were no patient or user injuries, and no adverse consequences.